Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Meter only displays "lo" test results. No adverse event reported.